Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too low resulting in severe central and paravalvular leak (pvl). Balloon dilatation was performed but the regurgitation remains the same. A second valve was implanted; valve-in-valve and balloon dilatation was performed again resulting in mild paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.